Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing the 6/7f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography or venography including insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was little and the stick location was the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. It was not available whether the sealant was dislodged from the arteriotomy. Device storage temperature did not exceed 25 °c. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during device use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, when removing the 6f/7f mynx control vascular closure device (vcd), the sealant came out with it, preventing proper hemostasis. There was no reported patient injury. There was no damage to the device prior to opening the package. The device was stored and prepared according to the instructions for use (IFU). The mynx vascular closure device was used in an interventional procedure with a retrograde approach. Femoral artery suitability was verified on angiography or venography including insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. Vessel tortuosity was little and the stick location was the common femoral artery. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. It was not available whether the sealant was dislodged from the arteriotomy. Device storage temperature did not exceed 25 °c. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during device use. One non-sterile 6f/7f mynx control vascular closure device (vcd) associated with the reported complaint was returned for investigation. Visual inspection showed that both button 1 and button 2 were fully depressed. The stopcock was found in the open position, with a cordis mynx syringe detached from the device. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found deflated, and the core wire was present. The atraumatic tip exhibited no evidence of damage or abnormal condition. No additional anomalies were identified during this analysis. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the device was received in a deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.